Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose level (300 mg/dl) event on (B)(6) 2026 due to which the patient went to emergency room and got hospitalized. The patient had high ketones and got treated with insulin shots and IV fluids. Patient experienced symptoms of nausea, feeling sick and urination.